Manufacturer narrative:
The touchscreen was returned to failure investigation. The ul_lr / ur_ll resistance measurements and resistance ratio are out of spec. The customer's complaint was verified.

Event description:
It was reported to philips by a customer that the unit had a bad display. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. The customer stated the unit's touchscreen no longer worked. The field service engineer (fse) confirmed the touchscreen is no longer working on the device. The fse replaced the touchscreen to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.